Event description:
It was reported that during an unknown procedure, it is alleged that while using the clip appliers, the clip applier sheared the vessel at the distal end of the clip applier. Unknown how case was completed. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation. Device not returned.